Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8703w, lot# l75459, implanted: (B)(6) 2000, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of lioresal (1000 mcg/ml, 150mcg/day) in an implantable infusion pump for cerebral palsy, diplegia, spasticity, and right hip subluxation. The patient experienced an increase in pain. The hcp revised the catheter on (B)(6) 2015 and placed a new spinal segment. The anchor and catheter were found to be intact. However, the catheter had pulled out of the intrathecal space. Additional information was requested from the hcp regarding concomitant drugs, pertinent medical history, when the increased pain began, troubleshooting performed, and if the issue resolved.